Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for under delivery because the auto bolus caps was at 1.25 and it was the reason why it gave him high blood glucose levels. The customer also mentioned that they experienced high blood glucose level and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.